Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Issue occurred with an old pump and customer continued to use new pump without issue.